Event description:
A patient reported experiencing inaccurate results with a one touch ii. The patient's blood glucose results were 340, 247 mg/dl, and hi. Tests were done 6 minutes apart with a difference of 53%. Patient did not experience any adverse events. Meter was in range with the checkstrip 68-92/81. Strip lot unknown. No further information has been reported.